Event description:
The user facility reported that the physician had an issue with an angio-seal device. When inserting the angio-seal sheath, the dilator kicked out of the sheath, it never snapped in fully. They were able to get it into the vessel by manually holding the dilator and sheath together, however, were never able to see bleed back to confirm location. There was no patient injury and no blood loss. Additional information was received on 09oct2023: the procedure being performed for the patient, prior to using the closure device was a coronary angiogram. A pre-deployment angiogram performed was performed. 6fr. Sheath size used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient was stable. Hemostasis was achieved by manual pressure. There were no issues inserting however, there were issues snapping the dilator into the sheath. The user was unable to lock the hub in place. There was no audible click when mating and no tactile feedback when mating either. The user attempted to mate the locator and hub two or three times then tried holding both in place which was unsuccessful. The locator would separate after mating with the hub and it was too loose to stay in place. The separation occurred while inserting the device into the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory manager. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.